Manufacturer narrative:
One cadd ms3 pump was received with a damaged rear housing at the syringe cap. The event history log was reviewed and there was no evidence of the reported issue. Functional testing and a visual inspection were conducted. The reported issue was able to be duplicated. The device was found to have lost programming due to it not able to hold all programming after 2 days without power from the battery. It was found to be a battery issue. Therefore, the aaa battery must be replaced as soon as possible after the pump gives a low battery notification. The pump was operating as specified.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost programming. The issue occurred during testing and there was no patient involvement.